Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: a prolonged scenario with fluor vaginalis, where several doctors were involved. One doctor took away something from the vagina, which he thought was a piece of gauze, but it has probably the ivs sling. On (B)(6) 2011, the patient gets explanted, where they found a remnant of ivs sling which was removed. In addition, the patient obtained long-term antibiotic treatment with vibradox due to actinomycetes infection.